Event description:
Nurse flushed the IV site and noted wetness at the IV site. When the dressing was removed they found only the adapter with the tubing separated from it. No blood / drainage was noted. Found no evidence of breaking off. Doctor was notified, patient was placed on telemetery and x-ray obtained to check for foreign body in arm. The actual lot number of the device was unknown, however two lot numbers were submitted for this report. Patient has pulled IV in the past, however, dressing was intact and taped.